Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on may 10, 2018 with blood glucose of 25 mg/dl at the time of the incident. The customer was given glucagon to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was also running high at 400 mg/dl due to denatured insulin. The customer over treated highs and that's what caused the lows. The customer had 2 other low events in april that required paramedics assistance. The customer got a change sensor alarm. The insulin pump will not be returned for analysis.